Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. Difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. In this case, the device condition is consistent with out of sequence use. The plunger was still in the deployed position, the lever was closed, and the handle split. When the plunger is depressed, it goes through a opening in the lever. Attempts to close the lever with the plunger insert will result in excessive resistance and damage to the device. All the observed damage noted in the return device is consistent with the out of step sequence noted. Additionally, attempts to remove the device in this condition may result in vessel damage, separation of the device, and foreign body in patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: excessive force.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8fr sheath prior to an interventional electrophysiology pulse field ablation (ep pfa) procedure. Reportedly, the footplate did not go down and the device would not move. Extra force was applied and the device was able to be removed from the anatomy. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8fr and the interventional ep pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.